Event description:
It was reported both the atrial and ventricular leads had lead warnings triggered for low impedance measurements resulting in polarity switched to unipolar on at least two occasions. It was also noted, the unipolar impedances are slightly higher than the bipolar impedances for both leads. Trend data indicated that the atrial lead had alerted that there were many low impedance counts during a two day period. A review of the patient's history revealed there was a significant drop in impedance measurements approximately one and a half years ago. The ventricular lead also alerted although the low impedance paces were fewer. Replacement of the leads is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.